Manufacturer narrative:
Getinge became aware of issue occurring on the market with hanaulux surgical lamp. In the complaint at hand it was reported that screw has fall off the device during operation and touched the patient. There is no information about any injury or any other negative outcome for patient due to claimed issue, however, we decided to report the issue based on the potential as any particles falling off into sterile field or during procedure may cause contamination risk. It was established that when the event occurred, the surgical light did not meet its specification as the screw shouldn¿t fall and it contributed to event. In the time when the event occurred the device was being used for the patient treatment. Unfortunately, subject matter experts did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. The most likely root cause of the issue may be related to wrong maintenance of the device, however without any additional information regarding the event we cannot confirm our assumption. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe that our devices are performing correctly on the market.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by the manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturer. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of issue occurring on the market with hanaulux surgical lamp. In the complaint at hand it was reported that screw has fall off the device during operation and touched the patient. There is no information about any injury or any other negative outcome for patient due to claimed issue, however, we decided to report the issue based on the potential and any particles falling off into sterile field or during procedure may cause contamination risk.